Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a crack in the minicap was noted. The reported condition was verified. The cause was undetermined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This event occurred sometime in april. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was discovered in a minicap. This event occurred before the connection of the minicap. There was no no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.